Event description:
According to the customer, a fall occurred while using a medline shower chair that caused the user to sustain injuries on (B)(6) 2024.

Manufacturer narrative:
According to the customer, a fall occurred while using a medline shower chair that caused the user to sustain injuries on (B)(6) 2024. Pictures were provided to show there was significant bruising on the user. The customer reported medical treatment was required as a result of the reported incident, however the specific type of treatment has not been provided to the manufacturer at this time. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.